Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was missing a hub when returned. A microscopic evaluation of the shaft and tip were performed. The catheter shaft was noted to be damaged/stretched in multiple places throughout the length of the device. The guidewire was stuck in the device. The wire was sticking out of the tip end approximately 87cm and sticking out of the proximal end approximately 39.5cm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a wire became stuck with the microcatheter. The target lesion was located in the gastroduodenal artery. A direxion hi-flo was selected for use. During the procedure, as continuous flushing was done, the tip of the 0.014 non bsc device came out from the microcatheter and at some point, the guidewire became stuck and stopped moving inside the microcatheter. An attempt to remove the guidewire was made which consequently caused stretching of the microcatheter. The device were removed together as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that a wire became stuck with the microcatheter. The target lesion was located in the gastroduodenal artery. A direxion hi-flo was selected for use. During the procedure, as continuous flushing was done, the tip of the 0.014 non bsc device came out from the microcatheter and at some point, the guidewire became stuck and stopped moving inside the microcatheter. An attempt to remove the guidewire was made which consequently caused stretching of the microcatheter. The device were removed together as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.